Manufacturer narrative:
This product is registered as a combination product. No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found, as received, a partial lead (only the connector portion) was returned in one piece measuring 13.4 cm. External insulation abrasion breaching the outer insulation and exposing the outer coil was found at 6.1 ¿ 6.6 cm from the connector pin. The cause of the external insulation abrasion is consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.